Event description:
Report received from our affiliate indicated that there was a stent fracture noted pre-use. During a percutaneous transluminal angioplasty the physician mounted the palmaz xl stent on maxi-ld balloon catheter outside the body. The balloon was inflated (unknowbn atm) and then a stent strut was fractured. The event occurred before the stent was inserted in the patient's body. There was no patient injury. Another palmaz xl was used to end procedure successfully. There is no other additional patient, vessel, lesion, or procedural information available from the affiliate.